Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer's stylus was out of calibration. It was indicated that the connection between the overlay and the printed circuit board (pcb) required cleaning and reseating. It was also indicated that cover was broken. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was out of calibration. There was no patient involvement.